Manufacturer narrative:
Analysis of the pump revealed motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing. (B)(4).

Event description:
It was reported, the patient felt a return of symptoms and noticed the pump alarmed. Upon interrogation of the pump a motor stall occurred 1/17 approximately 7pm with no recovery. The pump was explanted. There was no patient injury reported and the patient recovered without sequela. The pump was used to deliver morphine, bupivacaine and clonidine.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8731sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.